Manufacturer narrative:
Method - all call logs were reviewed to try to correlate the reported event to a known pt call. Zoll was unable to find a call log that was associated with this reported event.

Event description:
A (B)(6) posting by an emt was discovered by a zoll employee. The emt reported that the lifevest defibrillated a male pt. While prepping the pt for an IV, the pt was again treated by the lifevest. The emt then reported that the lifevest shutdown. During CPR, the emt reported that the lifevest turned back on and delivered a treatment without alarming while the emt was still in contact with the pt. The emt was not injured by the reported treatment. The family of the pt then removed the battery from the lifevest and shut it down. The pt later passed away. All call logs were thoroughly searched, and zoll was unable to correlate the described event with any known pt death or treatment event. There are no call logs that resemble the reported event. The equipment associated with the reported event could not be identified. There is no info available to suggest that the lifevest caused or contributed to the pt death. A supplemental report will be submitted if any add'l info is discovered.